Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. Device also received with minor scratched lcd window and cracked case behind the pump at the corner of the belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump buttons was not working. Customer¿s blood glucose was 308 mg/dl at the time of incident. Customer stated the insulin pump was bumped. Insulin pump was damaged at screen and battery compartment. Advise to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.